Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The displacement test could not be verified or the motor position encoder error alarm verified due to history file was overwritten. The device had a scratched lcd window.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 125 mg/dl. The customer stated that the insulin pump was worn during an MRI. Troubleshooting was not able to resolve the issue. The device was returned for analysis.